Event description:
It was reported that during a case, two screwdrivers broke and the ratcheting handle was not functioning appropriately. The facility ended up disposing the 2 broken screw drivers.

Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports (including this one) .9, 3025141-2026-00310.